Event description:
Country of complaint: (B)(6). Suture snaps/breaks when pulling from reel during surgery.

Manufacturer narrative:
Manufacturing site eval: samples received: 1 open cassette. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the knot pull tensile strength of the cassette received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.